Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert. There was no reported adverse impact to the customers blood glucose level. The customer will continue to use the current pump for insulin therapy, additionally, the customer also has manual injections available; however, a replacement was sent to the customer to resolve the issue.